Event description:
It was reported that the customer was hospitalized for hbgs. It was stated that the cannula was bent. The contact stated that there is an anomaly with the bolus history. According to the prime history, the customer is changing the set every 4-7 days. Unable to confirm with the customer if the programming and histories are accurate. It was indicated that the family member's phone was going to disconnect. It was stated that the contact and customer will call back to finish troubleshooting. No further details.